Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella 5.5 was defective upon connecting the pump. There was an alarm, "disconnect and replace impella". A new pump was used successfully.

Manufacturer narrative:
The investigation for the pump not detected has been completed. The pump was returned for investigation. The data log was not provided for the case run. The pump was connected to the console without issue, and the case status screen was seen. The pump successfully passed the electrical test and optical signal test. No issue was found in reading the eeprom on the console. No past usage was reported upon extracting eeprom data. There was no issue found during the case. The device functioned/operated to specification. There was no issue found during the case. The device functioned/operated to specification. Added-d9 device return date d4-corrected model number.